Event description:
It was reported that the deep brain stimulation (dbs) patient was experienced a neuropsychiatric episode with symptoms of confusion, distress and high blood pressure. The patient was admitted to and discharged from the hospital.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experienced a neuropsychiatric episode with symptoms of confusion, distress, and high blood pressure. The patient was admitted to and discharged from the hospital.